Event description:
It was reported that the during device preparation, it was noted that the 3x12mm xience alpine drug eluting stent (des) was loose on the balloon. The des was not used. There was no patient involvement and no clinically significant delay in the procedure. Another same size xience alpine was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement; however, factors that may contribute to stent dislodgement prior to use include, but are not limited to, crimping during manufacturing, incorrect sheath sizing, negative pressure during sheath removal, forced sheath removal, mishandling during product preparation for use, or interaction with accessory devices. In this case, it is possible that inadvertent mishandling during protective sheath/stylet removal resulted in the reported stent dislodgement; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.